Event description:
Boston scientific crm received information that the arrhythmia logbook noted episodes of non-capture with intrinsic conduction. These episodes date back to 2008. The threshold was found to be 3v at .3ms and was reprogrammed to 3v at .9ms. The right ventricular lead was suspected to be positioned in the apex as there is pseudofusion when the av delay is programmed to 300ms. A chest x-ray was scheduled. No adverse patient effects were noted. Information was later received that this lead was explanted due to a fracture under the suture collar. No adverse patient effects were noted.